Event description:
Country of complaint: (B)(6). Product was not able to grasp a blood vessel because the blades of this product had gap. The product was scrapped at the hospital and not available for investigation.

Manufacturer narrative:
Manufacturing site evaluation: we received a complaint about an avm-clip fe903k, lot 52096238. The customer indicated that the product was not able to grasp a blood vessel because the blades of the product had a gap. The product was scrapped at the hospital and not available for investigation. The device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and were found to be according to the specification valid at the time of production. No similar incidents have been filed with products from this batch. Based on the information available it is not possible to determine root cause for the failure. It is most likely that the failure occured due to an overload situation during handling. These clips undergo a 100% inspection prior to release. A systematical design related root cause has been excluded based on the statistical analysis. Corrective/preventive action: not applicable.

Manufacturer narrative:
Follow up 2: corrections: follow up 1 for this submission contained incorrect information in the following areas: has incorrect brand name: should be avm microclip phynox straight 3 mm. Common device name: should be aneurysm clip. Has incorrect model #, catalog #, and lot# : should be fe903, 52096238. These have been corrected on this follow up.

Manufacturer narrative:
MFR. Site evaluation: evaluation on-going.